Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, when crossing the lesion, the balloon kinked and burst. The procedure was completed with a different device. No complications were reported, and the patient condition was good post-procedure.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 4.50 mm x 8 mm nc emerge balloon catheter was advanced for dilatation. However, when crossing the lesion, the balloon kinked and burst. The procedure was completed with a different device. No complications were reported, and the patient condition was good post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: nc emerge mr, ous 4.50 mm x 8 mm was returned for analysis. Visual and tactile analysis of hypotube shaft identified no issues. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified a 15 mm longitudinal tear along the length of the balloon. Tip showed no signs of tip damage. A functional test was unsuccessful with inflation liquid leaking from the balloon being observed. No other issues were identified with the device. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.